Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 32 to 35 mg/dl at the time of the incident. The customer was given glucose to treat. The customer experienced symptoms such as not feeling well and loss of consciousness. The customer was wearing the insulin pump during the incident. The customer was having sensor glucose versus blood glucose differences at the time of the incident. Troubleshooting was completed for the sensor glucose issue. The insulin pump will not be returned for analysis.